Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/ patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that post catheter implantation in the right jugular vein, the connector of the device allegedly broke. There was no reported patient injury.

Event description:
It was reported that post catheter implantation in the right jugular vein, the connector of the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: per the complaint history review, this is the only complaint reported for this lot number. Based upon the severity level and lot quantity, the number of events is not above the aql threshold. Investigation summary: the sample was not returned for evaluation, however, one electronic photo was provided for review. The investigation is inconclusive for the alleged cracked catheter as there was no break or crack noted in the catheter and the provided photo was before the reimplantation process. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 10/2019). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.